Event description:
It was reported that the patient experienced an adhesive issue as the infusion set tape is not adhering to the skin and peeling off after two to three days on (B)(6) 2026.

Manufacturer narrative:
E1: name: medtronic minimed, street: 18000 devonshire street, city; northridge, state: ca, zip code: 91325, country: united states. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.